Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device would not inflate, leak found in tubing.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the corrected device code and the conclusion of the investigation. . A titan pump, two cylinders, and a reservoir were received for evaluation. Examination of the returned components revealed a separation in the body of the pump. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. Two separations are noted near the base of cylinder #2. Testing revealed these to be sites of leakage. The separations appear to have a central groove, indicating contact with a needle. Surface abrasion is noted on all tubes of the pump, on the exhaust tube of cylinder #1 and cylinder #2, and on the inlet tube of the reservoir. No functional abnormalities are noted with cylinder #1 or the reservoir. Based on quality's examination, quality concluded that the observed separations in the bladder of cylinder #2 and the pump body would have allowed the reported "leakage". However, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, quality cannot determine the sequence of events leading to the observed separations. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 6044855. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.